Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 412 mg/dl. The customer stated that the insulin pump had received a critical pump error and also had a broken force sensor was detected during seating or regular delivery before critical pump error. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) and pump error 35 was present in the pump trace download due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Device received with moisture damage on motor home switch.